Event description:
Customer reported to beckman coulter, inc. (Bec) that the beckman coulter au 640 clinical chemistry analyzer generated en erroneous high creatinine result. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer provided the reaction monitors (the listing of optical density readings from start to finish of a test run on the au 640 system) for the original and repeat results. Bec review of the reaction monitors showed abnormal results for the original creatinine assay. Comparison of the reaction monitors confirmed that dispense of sample and reagent 1 and 2 into the cuvette at different points of the original test run. Bec customer technical specialist (cts) advised the customer to check the cuvette to verify there was no crack or foreign matter in the cuvette. Customer reported that there were no problems with the cuvette. Customer reported they will monitor the au 640 analyzer and report to bec if the issue recurs. To date, customer has not reported on any recurrence of the same issue.

Manufacturer narrative:
Evaluation method code, conclusion: customer did not request service from bec. Cause is unknown.